Event description:
It was reported that the patient-side air circuit connector was found loose. No patient injury was reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is design. The manufacturing DHR not relevant to this design issue.